Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella 5.5 with smartassist. Section: using the automated impella controller with the impella catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿

Event description:
The complainant reported that a high purge pressure alarm appeared during impella 5.5 support. It was noted that the purge pressure was over 1000 mmhg at the time of the alarm. The doctor expressed concerns that the pump may stop based on the provided readings and opted to replace the pump. There was no patient harm.

Manufacturer narrative:
The investigation of high purge pressure has been completed. The pump and purge cassette were returned for investigation. The returned pump was visually inspected and no abnormalities were observed. The pump was primed without issue and the high purge pressure was unable to be reproduced since purge values were within specification. Data log showed on (B)(6) 2025 at 10:34:17 several temporary high motor current pump stops occurred with a sudden rise in purge pressure to 1050 mmhg indicating a biomaterial ingestion event. The pump was eventually able to be restarted but purge pressure remained high until (B)(6) 2025 at 13:46:46 when p-level was reduced to 0 which resolved high purge pressure with values returning to 600 mmhg. Data logs from a day prior to the high purge pressure event also showed a long cassette change and a long bag change both exceeding the recommended 2 minutes resulting in brief losses of purge to the pump. Purge heparin was also noted to be decreased from 20 iu/ml to 0 iu/ml on 7/4 and it is unclear if bicarb was added to the purge. The cause of the high purge pressure issue was most likely biomaterial ingestion, based on data log review. Temporary pump stop: failure mode temporary pump stop was added based on the data log review findings. The cause of the temporary pump stop was most likely biomaterial ingestion based on the data log review. Thrombus: thrombus failure mode was added based on the data log and high purge pressure investigation. The root cause of the thrombus was unable to be determined due to insufficient clinical details. D9 device returned to manufacturer date added.